Event description:
The superior parietal pin slipped. Md reported that "there was poor contact of the posterior pin, but they had it positioned properly. However, the pin slipped causing a 2 inch laceration, which had to be stapled back together".